Event description:
The customer reported to corporate product surveillance of an interlink system solution set that has two holes in the tubing. There was no mention of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample arrived out of the pouch fully primed with the vent cap open on the spike. The sample was underwater leak tested, which identified several small leaks from the tubing approximately 20 inches below the drip chamber. Closer visual inspection of the leak sights showed two small cuts with a depression horizontal to the tubing. It appears that the cuts were caused by a clamping device. The reported condition will be confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).there was patient involvement.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Due to no product code being provided, a 510k number cannot be included in this medwatch.